Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an increase in its system impedance measurements. Technical services (ts) was consulted and discussed stored data, with adipose tissues suspected as the cause in the increase of the measurements. The system impedance measurements had increase but they were still within range. At a later date, an electrode revision was performed and a new electrode was implanted. The system impedance was still elevated, but it was still within range. A defibrillation threshold (dft) test was performed and the shock impedance measurement was within range. Ts discussed troubleshooting options and further examination. At a later date, the associated electrode was explanted. A new electrode was implanted. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an increase in its system impedance measurements. Technical services (ts) was consulted and discussed stored data, with adipose tissues suspected as the cause in the increase of the measurements. The system impedance measurements had increase but they were still within range. At a later date, an electrode revision was performed and a new electrode was implanted. The system impedance was still elevated, but it was still within range. A defibrillation threshold (dft) test was performed and the shock impedance measurement was within range. Ts discussed troubleshooting options and further examination. At a later date, the associated electrode was explanted. A new electrode was implanted. This device remains in service. No additional adverse patient effects were reported.